Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during the dwell. The home patient (hp) was connected at the time of the alarm. The hp stated that they had disconnected prior to the alarm and did not press stop. The hp had reconnected to the setup. The technical service representative (tsr) had the hp cycle the power on the hc to clear the alarm. The tsr instructed the hp to disconnect from the setup. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect for therapy after properly disconnecting. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.